Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The 3.5 x 18 mm bvs scaffold referenced in is filed under separate a medwatch report.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure with implantation of a 3.0 x 28 mm and a 3.5 x 18 mm absorb bioresorbable vascular scaffold (bvs) in the mid circumflex artery. A second staged procedure was performed on (B)(6) 2016, with implantation of a metallic drug eluting stent in the mid right coronary artery. The patient was discharged from the hospital on (B)(6) 2016 and after discharge, the patient stopped dual antiplatelet therapy (dapt). On (B)(6) 2016, the patient was re-hospitalized and in-scaffold thrombosis was noted at the target lesion. The patient underwent a revascularization procedure. On (B)(6) 2017, the patient underwent a third staged procedure with implantation of another metallic drug eluting stent in the ramus artery. No additional information was provided.